Manufacturer narrative:
A spacelabs technical support representative walked the user through performing a hard reboot of the exhibit central station. Following the reboot, the telemetry network was offline. The network cable was reseated. The customer confirmed the issue was now resolved. Cause of failure was not determined.

Event description:
The customer reported that while monitoring patients on a exhibit central station, the central became frozen and unresponsive, preventing the continued monitoring of patients. There was no patient or user harm associated with this event.